Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was educated that the pump should be plugged into a power source for at least 30 minutes. Customer acknowledged. During follow up, the customer reported that the alert had reoccurred. The customer's blood glucose level was 122 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.